Event description:
It was reported that when the device was used during a laparoscopic appendectomy, the device failed to fire and released malformed staples. There was a slight delay in the case. Another device was opened to complete the case. There was no consequence to the pt.